Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq0588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed on 7/23, ref # 3174155, lot reeq0588 for a patient requiring tpn and secured with sutures. It was discovered that the luer lock hub was leaking on 7/24 and the patient had a PICC line exchange done with a different lot number. No harm to the patient was reported.

Event description:
It was reported the PICC was placed on 7/23, ref # 3174155, lot reeq0588 for a patient requiring tpn and secured with sutures. It was discovered that the luer lock hub was leaking on 7/24 and the patient had a PICC line exchange done with a different lot number. No harm to the patient was reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking hub is unconfirmed as the alleged issue could not be reproduced. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The pinch clamp on the extension leg tubing was observed to be engaged. The sample was flushed and pressurized with a 12 ml luer lock syringe of water as well as with a 12ml slip-fit syringe of water. No leaks were found with the infusion and pressurization of either syringe, and the catheter was found to be patent to infusion and aspiration. A microscopic observation revealed no cracks or major damage on the luer hub, and no damage was observed on the extension leg, molded joint, or shaft of the catheter. While the alleged problem was unable to be reproduced with the returned sample, an incomplete or incorrect connection to the luer hub could allow for some leakage between the luer hub and the connected device; however, this was not able to be replicated during evaluation. A lot history review (lhr) of reeq0588 showed no other similar product complaint(s) from this lot number.